Event description:
It was reported that the protective cap on the cannula had fallen off, therefore the cannula was exposed. The caller alleged that this occurred with several cannula's from the box.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).